Event description:
It was reported that multiple non-sustained oversensing episodes due to suspected myopotential oversensing were observed. No programming changes have been made. The patient's condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.